Event description:
Information received by medtronic indicated that the customer replaced the insulin pump 3 weeks ago and noticed that the battery did not last and got a low battery alarm. It was reported that the insulin pump prompted a low battery symbol with a yellow icon. The customer did not use the suspend before low feature. The customer stated the battery did not last more than a week. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery lasts less than expected found on (B)(6) 2022. Insulin pump passed displacement test, self test and active current measurement. Insulin pump successfully downloaded to thus. Insulin pump received with high sleep current due to moisture damage to the electrical board. Power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert on (B)(6) 2022 6:00:00 pm. The power management graph confirmed low battery alert was due to moisture damage to the electrical board. No moisture damage noted to the motor assembly per visual inspection. High sleep current was confirmed due to moisture damage to the electrical board. Low battery alert was confirmed in the history files. Unexpected battery power loss and charge/battery last less than expected was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.